Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had pain from stimulation, pain in their vaginal area like ¿a stick poking her¿; stimulation was adjusted and the pain subsided. Additional information was received two days later. The patient mentioned something about a bacteria, but was unable to explain what they were referring to, and they were taking antibiotics. The patient rated the evaluation as ¿better but not as expected.¿ no further complications were reported/anticipated.